Manufacturer narrative:
Neither the medical device nor device data is available for analysis. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that increase of pacing impedance was observed. The lead was abandoned and replaced with a new one. Should additional information be received, this file will be updated.

Manufacturer narrative:
Update after receiving the data and analysis: as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of october 2023 and 23rd of april 2024 recorded a gradually rising pacing impedance from initially 500 ohms to >3,000 ohms. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.